Event description:
It was reported the programmer had to be rebooted several times over the course of a week because it was not turning on all the way. The programmer would freeze up, but there was no error message. Then, it would not power on. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer shuts down intermittently when the programmer head cable is plugged in. It appears to "freeze up" right before shutting down. (B)(4) rf (radio frequency) head cable has cuts in the cable and was found out of electrical specification.